Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the part of the screen is not displayed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments due to cracked lcd zebra connector. Pump passed the displacement test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and stained address/serial number label.